Event description:
The pump was returned for investigation. Investigation revealed contamination under the up arrow, down arrow and contrast keypad buttons. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: evaluation revealed that all of the keypad button symbols were worn; there was no physical damage to the keypad. The up, down, ok and contrast buttons responded appropriately. The keypad was removed and contamination was found under the up arrow, down arrow and contrast contact keys. None of the keypad keys had normal tactile feel. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.